Event description:
This person works as a pt care technician. The symptoms of a rash began after wearing the gloves. The pt care technician was seen by a physician in 2000 who diagnosed contact dermatitis, prescribed fluocinolone cream 0.025%, and instructed the pt care technician to wear vinyl gloves.